Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No motor error or bolus stopped alarms were noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no low battery alerts, no unexpected battery out limit, or bad battery alarms noted. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked reservoir tube, a cracked reservoir tube window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 569 mg/dl. Customer treated high blood glucose with the insulin pump and manual insulin injection. During troubleshooting, found low battery alarms, bad battery alarms, bolus stopped alarm, battery out limit alarm, and motor error alarm. Device was able to rewind. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.